Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, death, rupture); (unknown cause of event).

Event description:
A valiant captiva stent graft system (reference pt identifier (B)(6) and (B)(6)) was implanted in a patient for the treatment of a 77.3 mm thoracic aortic aneurysm. Patient also has history of abdominal aortic aneurysm. The native aortic measured 34 mm between the lsa and the lcc. The aortic diameter proximal to the aneurysm measured 34 mm. The aortic diameter distal to the aneurysm measured 31mm in diameter. The investigator assessed there was a type 1b endoleak that started (B)(6) post index procedure. The endoleak was also seen on the CT (B)(6) post index procedure. The physician implanted an x1 barespring captiva endograft on approximately (B)(6) post index procedure with no residual type I endoleak. A type ii endoleak from multiple collateral vessels was also observed. The investigator assessments state that the event is remotely related to the study device however it is definitely related to the study procedure. The distal type I endoleak was still present at (B)(6) follow-up visit. No further intervention was performed for the type I endoleak. It was reported that the patient's aneurysm ruptured resulting in death approximately (B)(6) post index procedure. The investigator assessment states that the event is remotely related to the device; however, it is not related to the procedure. No autopsy was performed.